Event description:
A facility reported that mayfield modified skull clamp (a1059) slipped and lacerated the patient's face which had to be stapled closed. Surgery delay is unknown. Additional information has been requested.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Mayfield modified skull clamp (a1059) was returned for evaluation: failure analysis - investigation showed that that the unit was received with the shock cushion moved forward in handle; impeding the 6in transitional from rotating properly. Units 6in transitional member was replaced due to worn teeth. Shock cushion, 1/4in pin and adjustment wrench were replaced from being worn. General maintenance and cleaning performed. Root cause: complaint cannot be confirmed in respect to the slippage and laceration. The above findings are unrelated to this device. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.